Manufacturer narrative:
H6: investigation summary: ten samples and two photos were provided to our quality engineer for investigation. Through visual inspection it was observed that top web of the package has a red tape and two paper backing are overlapped, the red tape preventing the proper sealing of the blister package. A device history record review did not reveal any documented quality issues during the production of lot number 2102029 that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. This adhesive tape is used during the packaging process when the paper roll is replaced, adhering the end of the roll to the new roll. There is a process in place to identify this portion of material and automatically reject to scrap. While we could not identify a direct issue, it was determined this incident occurred due to the replacement of the paper coil, this portion not being properly identified and discarded. Manufacturing personnel have been made aware of this experience to increase awareness of this issue. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 10ml ll had label issues and the package was not sealed. The following information was provided by the initial reporter: in receipt of 10ml plastipak syringes that do not meet quality requirements; there was red tape across one strip and the other does not have sealed units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll had label issues and the package was not sealed. The following information was provided by the initial reporter: in receipt of 10ml plastipak syringes that do not meet quality requirements; there was red tape across one strip and the other does not have sealed units.